Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Service history review: lot 5678989/a7qa50: no service history review can be performed as this is a lot controlled item. Material review report 160270 refers to the item not to specifications. This material review report is unrelated to the reported issue. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the service report indicated: the customer reported the item was dropped and the tip broke off. The item is not repairable. The cause of the issue is unknown. The visual inspection of the returned device performed as part of the product investigation reported the prodisc-c implant inserter (03.820.129 lot a7qa50) was received missing the spacer/retractor assembly (h-guide and rod). Otherwise the instrument appears to be in good condition with wear associated with typical use. The prodisc-c implant inserter (03.820.129 lot a7qa50) is a component of the prodisc-c instrument and implant set (01.820.003) which is intended to be used in conjunction with the prodisc-c system. The prodisc-c system is used to ¿replace a diseased and/or degenerated intervertebral disc of the cervical spine¿. The implant inserter is specifically utilized to insert prodisc-c implants after keel preparation. An appropriate inserter tip is attached to the inserter and the implant is engaged onto the implant. With the implant loaded, the inserters locking nut is tightened to firmly lock the implant into position. The implant can then be inserted into the opening under fluoroscopic control (prodisc-c technique guide j7501-e). Drawings for the implant inserter were reviewed: specifically those related to the spacer/retractor assembly (03_820_129_8 rev b) and the top level drawings (03_820_129 rev b). These drawings were found suitable to determine the intended device design, application and dimensional conformity. The implant inserter was found to have met the drawing specifications. The product was received under the complaint condition ¿tip broken postoperatively¿. The instrument was received missing the spacer/retractor assembly, which is made up of the h-guide and rod. The complaint description notes that following a procedure, the instrument was dropped and the ¿tip¿ broke off the inserter. The liberated components were not returned. As the instrument was received broken, the complaint is confirmed after reviewing the related product drawings the design is adequate for its intended use and did not contribute to this complaint condition. The instrument was received broken and is therefore confirmed. The instrument failure is the result of being dropped postoperatively; as such it is the method of use, rather than a design deficiency which led to the complaint condition. The device is determined to be suitable for its intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a pro-disc inserter was dropped and the tip was broken off the inserter. The part broke after surgery; there was no patient involvement. This is report 1 of 1 for (B)(4).